Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 09:31:23. During night drain cycle 4, the patient's ultrafiltration reading was 1212ml, indicating the home patient (hp) drained 1212ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the event log revealed the cycle 4 drain was completed on (B)(4) 2011 20:25:56 and the user's actual drain volume during cycle 4 was 3198 ml. The actual drain volume of 3198 ml is 159.9% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.